Event description:
It was reported that pump displayed malfunction code 1 with a non-resettable code. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software.